Manufacturer narrative:
Other, other text: returned device was received in good physical condition with minor scratches on the lcd screen. Evidence of reported problem in event log was found. During the evaluation of the device, the dso sensor was defective/non-reactive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: h6) customer provided additional information stating that there was no patient involved during the reported event.

Event description:
Information was received indicating that a smiths medical cadd slid vip pump exhibited alarm for cassette not latched properly. No adverse effects were reported.